Manufacturer narrative:
A sample is expected to return for in-house evaluation, but has not yet arrived. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. (B)(4).

Event description:
A surgeon reported that during the ultrasound portion of cataract extraction, the irrigation stopped suddenly. The anterior chamber was flattened and a posterior tear occurred. Additional information has been requested, but no further information is expected.